Event description:
It was reported that the implantable cardiac monitor was removed due to the patient was feeling discomfort.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.